Manufacturer narrative:
The device was in use for treatment. The device was in service for approximately 15 years, 5 months before being surgically abandoned / capped on (B)(6) 2021. Based upon the implant date of this lead (2005), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Permanent pacing lead final inspection for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Per instructions for use (IFU) pr flexion informs the user of these possible complications: with the use of endocardial leads, complications can occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or a failure of lead by breakage, fracture, or by breach of their insulation covering. The IFU precautions the user: perform procedure under fluoroscopic guidance. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
It was reported that pg device s606/(B)(4) was explanted due to normal battery depletion. Leads 4015/(B)(4) and 4017/(B)(4) were capped on (B)(6) 2021 due to product performance issue. Procedure comment: l sided 4015 and 4017 leads showed decreasing impedance over time. Pt is pacer dependent. These leads were capped today and new r sided pacer system was implanted. Details of 4017 / (B)(4) are maintained in MDR 1035166-2021-00030.